Event description:
It was reported that on (B)(6) 2012, a patient underwent an uneventful novasure endometrial ablation. On (B)(6) 2012 the patient was discharged home. On (B)(6) 2012, 30 hours after the procedure the patient returned to the hospital with "serious abdominal pain." The physician found a "small bowel perforation with traces of burns in the uterus" [and a] uterine perforation." Surgery was done and "after wound closure and observation, the patient was discharged on (B)(6) 2013." We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint (B)(4).